Manufacturer narrative:
E1: initial reporter details are unknown g2: country of origin is japan h3: product analysis: part # 2990001; lot # nm12a017 visual and optical inspection confirmed the prongs at the tip of the inserter have broken. The damage to the tip of the inserter is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior lumbar interbody fusion for spinal canal stenosis. It was reported that when the cage was inserted and tried to change the direction, the tip of the inserter claw part was broken.  There were no patient symptoms reported. There were no further complications reported regarding the event.